Event description:
A user facility reported that a 50-yr-old pt complained of a sore throat after undergoing lt femoral popliteal bypass surgery which lasted 6 hrs. The case was started with a regional/epidural anesthesia and switched to general anesthesia with the lma after 1.5 hrs. At the end of the case, after the lma was removed, the pt had difficulty breathing with a reported o2 saturation level of 94%. The pt was intubated, placed on a ventilator, and given steroids, the next day the pt was extubated and examined. No abnormalities were seen. The user facility suspects the mask involved in this case was exposed to eto, contrary to the product labeling which warns against eto sterilizaton, and has taken it out of service. The adverse effects section of the labeling states that a severe or prolonged sore throat has been reported in pts in whom an improperly cleaned or sterilized mask has been used. Dist does not anticipate receiving any further info on this event, therefore this file will be considered closed. This report contains info from third party sources, the accuracy of which has not been confirmed by the rptr. Neither the submission of this report, nor its release by FDA, constitutes an admission that the MFR, dist, device or reporting party caused or contributed to the reportable event.